Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00115 on 18may2021. Additional information ((B)(6)2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The system log data confirmed that the barcode was scanned incorrectly by the sample handler. The logs show that the tube was placed in puck serial number (B)(6)/slot a when the misread happened. There are three cameras to enable a successful scan of a tube barcode and this particular "read" occurred with the rear, right camera. Siemens concluded that the potential cause was that the code had been read from a partial reflection of the actual code in the right-hand spring area of the first-generation carrier. The reflection slightly altered the bars and spaces of the barcode. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
The barcode of sample ID (B)(6) was misread as (B)(6) on an atellica sample handler prime instrument. A glucose test was performed from sid (B)(6) and sent the result to hc2194kn. The actual (B)(6) sample included immunochemistry tests while (B)(6) was a different patient with only a glucose test ordered. There are no known reports of patient intervention or adverse health consequences due to the event.